Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient developed an infection and the device was explanted. It was also indicated that the patient was hospitalized after the device removal due to a reaction to the anesthesia. Nevro attempted to obtain medical assessment regarding the infection and hospitalization but was unsuccessful. The patient has recovered without sequelae.